Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the reported rupture could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions. (B)(4).

Event description:
It was reported that during an angioplasty procedure of a juxta anastomotic segment of the cephalic vein, the pta balloon allegedly ruptured circumferentially under the rated burst pressure on the first inflation. The health care provider removed the balloon and catheter in its entirety through the sheath without difficulty. The patient was sent to the or where the detached balloon fragments were successfully retrieved. There was no reported patient injury.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a juxta anastomotic segment of the cephalic vein, the pta balloon allegedly ruptured circumferentially under the rated burst pressure on the first inflation. The health care provider removed the balloon segment and catheter in its entirety through the sheath without difficulty. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.